Event description:
When the pacemaker was programmed bipolar, the lead impedance was 2300 ohms, iegms were noisy, and sensing was ok. When the pacer was programmed unipolar, the lead impedance was 438 ohms, iegms were clear, and sensing was ok. An outer coil fracture is suspected.